Event description:
It was reported that there was a change in the lead impedance. When the lead was removed, it was noted that "it looked like the conductor got pulled back near where the lead was sutured". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead in segments was returned and analyzed. Distal conductor had blood/body fluid and outer insulation melted.